Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure, the device's thread broke. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.